Event description:
Additional information requested reported that the patient was having troubles the device, such as changing the programs and turning the device on and off. The patient was taught how to manipulate through the programs and turn the device on and off. It was reported that the patient left the office with a better understanding of how to operate the device. No patient injury was reported.

Event description:
It was reported that the patient experienced a loss of therapeutic effect leading to a loss of bladder control, mostly at night. The patient stated that she started to notice a return of symptoms approximately two weeks ago. It was noted that the patient had fallen twice recently, a week ago and three days ago, but both falls were after the return of symptoms. The patient confirmed that stimulation was on, but the patient was unable to feel any stimulation sensation, even after increasing stimulation on all four programs. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot # v735261, implanted: (B)(6) 2011, explanted: na; extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2011, explanted: na; programmer model 3037, serial # (B)(4).